Manufacturer narrative:
No conclusion can be drawn.

Event description:
Optometrist reported recently seeing and treating a patient for an infectious, central corneal ulcer os. The patient reported purchasing 2 individual blister packs of color opaque lenses from a local gift and beauty supply store. The patient reported having worn the same pair of lenses, continuously, for "several months" never removing or disinfecting the lenses. The patient was treated with vigamox drops ou q1hr. The patient did not return for initial follow up visit. The product lot numbers and product in question were requested for return for evaluation; the product is not available for return. Optometrist stated that no additional information would be provided due to patient confidentiality. No additional information is expected to be received from reporting optometrist. Strongly recommended that reporting optometrist also report the incident to the state board of optometry, ftc, and local authorities. Product package insert states that product may be prescribed for extended wear for up to 6 nights/7 days of continuous wear. MDR reportable events are reviewed in quarterly management review meetings.